Event description:
When the surgeon could not connect the 52 impaction ring to the 52 cup to implant into the pt. With there only being one set of instrument available for this case, the surgeon decided to increase the cup size to 54 in order to complete the surgery. After the case, the agent tested the impaction ring with a demo cup and the connectivity work as intended. The dm cup will be returned for analysis. MFR #3005180920-2015-00093.